Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the impaired wound healing cannot be ruled out. Contributing factors for impaired healing in this patient include: prior lomustine (carries a black box warning for myelosuppression. Source: lomustine prescribing information), prior radiation, chemotherapy, prior surgery affecting the skin integrity and underlying gbm disease. Impaired healing is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 54-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2021. During a review of a medical record received by novocure on (B)(6) 2025, it was noted that during a neurosurgery appointment on (B)(6) 2025, the patient was found to have a chronic wound healing disorder on her scalp. This condition followed a head injury approximately one year prior, which had resulted in a minor superficial wound. Reportedly, the wound did not heal completely due to the persistent adhesion of the optune gio transducer arrays. The patient denied experiencing any pain or signs of infection. She was referred to oral and maxillofacial surgery for treatment. No further information could be obtained from the prescribing physician.